Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, scratched reservoir window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. However moisture damage was noted on keypad traces.

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer's blood glucose was 182 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.